Event description:
It was reported that the distal tip of the rotawire detached. A 95% stenosed target lesion in the mildly tortuous and severely calcified proximal left anterior descending artery (lad). A rotawire drive and rotapro were selected for antrectomy procedure. During procedure, the rotapro burr catheter advanced to the lesion on dynaglide mode. However, the rotawire was pulled back. The physician attempted to re-advance down the lad and the tip of the rotawire tracked into a small diagonal branch. The rotawire could not be pulled back and separated. A snare was used to successfully recover the separated tip. No fragments of the device were left inside the patient. The procedure completed successfully with another rotawire device. There were no patient complications reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire drive was returned for investigation. A visual examination and microscopic inspection of the device revealed the spring tip bent/kink, stretched and with a missing portion. The device has one kink in the body of the guidewire located approximately at 25 cm from the proximal end. Inspection of the remainder of the device presented no other damage or irregularities. A photo provided was reviewed and displayed a portion of the guidewire.

Event description:
It was reported that the distal tip of the rotawire detached. A 95% stenosed target lesion in the mildly tortuous and severely calcified proximal left anterior descending artery (lad). A rotawire drive and rotapro were selected for antrectomy procedure. During procedure, the rotapro burr catheter advanced to the lesion on dynaglide mode. However, the rotawire was pulled back. The physician attempted to re-advance down the lad and the tip of the rotawire tracked into a small diagonal branch. The rotawire could not be pulled back and separated. A snare was used to successfully recover the separated tip. No fragments of the device were left inside the patient. The procedure completed successfully with another rotawire device. There were no patient complications reported, and the patient was stable.